Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26970. The patient has a scs system which includes two leads from the same lot. It was reported ipg was unable to communicate with the external devices. In addition, the scs system was not relieving the pain. The patient underwent surgical intervention to remove the entire system.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.